Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing and labeling could not be completed as the lot number was not available.

Manufacturer narrative:
The blood lines were not returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a patient experienced clotting within the blood lines of their home hemodialysis machine and conductivity alarms. This occurred approximately 2 hours into treatment. Due to the multitude of the clot, the patient was unable to have their blood returned from the lines. The patient was reported to have heparin induced thrombocytopenia, and therefore, could not increase the dosage of heparin in order to combat the clotting. Blood platelet level of 89,000 microl was reported. Patient's blood analysis concluded that the patient's kv/t was running around 1.4, therefore, the patient wasn't getting adequate dialysis. The patient's dialysis time was increased from 3:15/4 times a week to 3:30/4 times a week, but this did not improve the patient's kv/t. The patient did not exhibit any adverse symptoms or require medical intervention at any time. The patient had requested his previous home dialysis machine, and was provided with such. The clotting has not re-occurred to date. The reported machine was removed from service and was calibrated for conductivity. The home user facility has not put the machine back into service.